Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 412.213s, lot: l770177. Manufacturing location: selzach, release to warehouse date: feb 13, 2018, expiry date: feb 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The received pictures show the construct with the locking screw in place, but there is no statement regarding the locking screw was blocked during removal or not. Therefore is this complaint rated as unconfirmed for the blocked locking screw. The manufacturing document were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that (B)(6) 2019, the patient underwent a hardware removal due to an implant cut-out and a bipolar hip arthroplasty (bha) was performed. Initially, the patient had an implantation using a femoral neck system (fns) on (B)(6) 2018. During removal of the locking screw, the surgeon broke the screw head using an unknown carbide drill to extract it because it could not be untightened by an unknown screwdriver. The surgeon took some time to remove the screw, but the reoperation was completed successfully. The doctor thought that the cut-out was caused by pseudoarthrosis. Patient outcome is unknown. Concomitant devices: screwdriver (part: unknown, lot: unknown, quantity: 1), carbide drill (part: unknown, lot: unknown, quantity: 1). This report is for a 5.0mm titanium (ti) locking screw self-tapping 38mm. This is report 2 of 2 for (B)(4) and captures the intraoperative event of the screw breaking. The implant cut-out is captured under (B)(4).